Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, three different pumps exhibited no disposable" alarm. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).